Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on approximately 06/15/2025, the patient experienced inaccurate values on the cgm. Although no specific bg and cgm values were provided, the cgm value was higher than the bg, and approximately 50-100 mg/dl different from the bg values. The patient had attempted to calibrate the sensor; however, values were still inaccurate. At the time of the event, he lost consciousness and fell. He also had a sensor error and pain. The patient was brought to an urgent care facility for evaluation, and a diagnostic x-ray was completed to check for an arm fracture. The arm was not broken he ¿had a bone bruise from the elbow down the forearm.¿ the patient utilized insulin pens for diabetes management. Although clarification and additional event details were requested, the patient declined the request to provide additional information about the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings o 50-100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.